Event description:
It was reported during in clinic follow up that the patient had a pocket hematoma and infection was suspected. Right ventricular lead screw mechanism failed to retract but was able to be successfully explanted along with the rest of the system. The patient tolerated the procedure well and no complications were reported.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported infection could not be conclusively determined.